Manufacturer narrative:
Cont. E.1: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "to evaluate right implant rupture" & "pain" the device remains implanted.